Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Device not returned.

Event description:
It has been reported "doctor from (B)(6) has sent patient imaging for pin (B)(6). The patient's implant has fractured. He mentioned there was no fall, the patient was lifting something and it just broke. They are not in pain but want to be mobile again. It has also been reported the patient is healthy and physically able but slightly heavy."

Manufacturer narrative:
Reported event an event regarding a fracture involving a patient specific proximal femur was reported. The event was confirmed by medical review. Method and results: product evaluation and results: not performed as no no items were returned. Clinician review: the implant in situ was for a proximal femoral replacement which was inserted on (B)(6) 2009. The surgeon reported a fracture of the implant. The x-ray provided shows that the proximal part of the stem has fractured. Considering the slightly heavy patient and 11 years of the implant in situ, this was more likely a fatigue fracture of the implant. Therefore, the radiographic review can confirm the clinical report and reason for revision. Product history review: review of the product history records indicate 1 device was manufactured and accepted into final stock on 03nov2009 with no reported discrepancies. Complaint history review: there have been no other similar events. Conclusions: an event regarding a fracture involving a patient specific proximal femur was reported. The xray review confirmed the fracture of the device, reporting that this happened most likely due to fatigue, considering the slightly heavy patient and 11 years of the implant in situ. The exact cause of the event could not be determined because further information such as retrieval analysis and the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by siw. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be re-opened.

Event description:
It has been reported "doctor from germany has sent patient imaging for pin 14927. The patient's implant has fractured. He mentioned there was no fall, the patient was lifting something and it just broke. They are not in pain but want to be mobile again. It has also been reported the patient is healthy and physically able but slightly heavy."